Event description:
The customer reported that rh(d) negative donor units yielded false positive reactions with anti-d and rh control on erytype s rh donor when tested on tango optimo. The customer returned the supposedly defective product for investigational testing, but none of the donor units that had caused false positive test results were returned. Our quality control laboratory tested the complaint sample with different rh(d) negative red blood cells. In some cases the negative results were not completely resuspended but stuck to the button of the well. These sticky red cells formed a small button on the bottom of the well. This small button of red cells can be misinterpreted as positive result by tango optimo. But a visual inspection of the tango optimo picture clearly shows that these sticky red cells can be differentiated from an agglutination of a real positive reaction. The retained erytype s rh donor sample was tested in parallel with the same red blood cells as the complaint sample. All negative results were completely resuspended in tango optimo. All results could be interpreted without any doubt, visually and at tango optimo. Because the complaint is confirmed an internal deviation will be initiated to find the root cause for the stickiness of the red blood cells. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.